Event description:
The device was used during an unspecified procedure. Reportedly, the sheath on the instrument was damaged and there was minor tissue burn. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.